Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastric stimulation and gastrointestinal/ pelvic floor. It was reported that the patient reported their ins has decreased their gastroparesis symptoms. The patient reported they will have it removed in an upcoming bariatric surgery on november 10, they hope the bariatric surgery will help both the gastroparesis symptoms as well as the other issue. The patient did not elaborate about the "other issue". The patient was calling was to arrange for a clinician programmer to be sent to their doctor to turn stimulations off prior to the surgery. The patient also reported, last time the patient had surgery, they did not even have the stimulator turned off because the clinician programmer did not arrive on time. The patient said they want to avoid damaging the stimulator. No further complications were reported.